Manufacturer narrative:
The reported event was addressed with phone support. Intuitive surgical, inc. (Isi) technical service engineer (tse) suggested the site to replace the endoscope with a different one to resolve the issue. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved.

Event description:
It was reported that during a da vinci-assisted radical salvage prostatectomy surgical procedure, the universal surgical manipulator (usm) movement and the view were not correct. Intuitive surgical, inc. (Isi) technical service engineer (tse) asked the site to replace the endoscope with a different one; the image and movement were corrected. The site continued with the case. The procedure was completed with no reported injury.